Event description:
It was reported that during a procedure to remove a previously abandoned right atrial (ra) lead, the conductor fractured at the tip of the electrode. The tip of the electrode was left in the patient's right atrium. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.